Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns programming wand was unable to interrogate a demonstrator vns generator, even after replacing the wand battery. When a different wand was used with the reporter's vns computer, the generator was able to be interrogated. An issue is suspected with the programming wand. Attempts for return of the wand for analysis have been unsuccessful to date.